Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. This information was received from the mechanical circulatory support product surveillance registry study. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported self-resolving high priority alarms that coincided with palpitations and frequently changing speeds over the previous week. Logfiles were later obtained and revealed high watt alarms, vad stopped alarms, one low flow alarm, and high power spikes concerning for vad demagnetization. It was also noted that the driveline disconnection seen on logfiles was unusual. Several days later the vad was exchanged though no new high watt or vad stop alarms had occurred. It was also noted that the pump did not sound abnormal, and the patient's hemolysis labs were all within normal range. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the manufacturer received product performance data and a controller subsequently tested out-of-specific ation on manufacturer's analysis.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump ((B)(6)) was returned for evaluation. The controller ((B)(6)) was not returned for evaluation. No performance allegations were made against the controller. Various analyses were conducted and reviewed in order to evaluate the pe rformance of the returned devices in relation to the reported event. A review of the pump's manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files revealed two (2) controller power up events with an associated pump start events logged on 27-apr-2022 at 08:07:39 and on 05-may-2022 at 22:36:28. The data point recorded prior to the first loss of power revealed that (B)(6) was connected to power port one (1) with 56% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 95% rsoc. The data point recorded after the first loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2). The data point recorded prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with 24% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 24% rsoc. The data point recorded after the second loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 14 seconds and 14 seconds, respectively. No anomalies were recorded leading up to the losses of power. The observed losses of power are additional findings not related to the reported event. A possible root cause of the observed losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00 551638 is investigating controller losses of power. Failure analysis of the returned pump revealed that the device passed functional testing. Visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. These friction marks are indicative that an external factor may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system, thus leading to scoring marks observed during visual inspection. Dimensional verification revealed that the front and rear housing disc curvatures were found to be deviating from release specifications. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Internal pathology report revealed no evidence of thrombus within the pump. Review of the controller log files also revealed several transient increases in power consumption above normal operating range during the analyzed period within 05-may-2022 through 27-may-2022. Review of the log files then revealed several spikes in power consumption logged on 22-may-2022 and three (3) high watt alarms on 22-may-2022. Review of the alarm log file revealed speed parameters between 1700 and 2540 rpm during the high watt alarms. Additionally, log files six (6) low flow alarms were logged since 27-apr-2022. Log file analysis also revealed one (1) vad disconnect alarm was logged on 22-may-2022 at 18:53:40 which was most likely a false alarm, given that the speed recorded at the onset of the alarm was higher than the set speed. This indicates that a possible loss of synchronization of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. Of note, log files revealed a spike in power consumption above 40 watts was logged at the time of the vad disconnect alarm. The observed vad disconnect alarm is displayed on the monitor as a "vad stopped" alarm. As a result, the reported flu ctuating speed, high power, low flow, vad stopped, and "driveline disconnection" events were confirmed. (B)(6) is in scope of fa1243, which was initiated for pumps with a potential manufacturing issue that may result in demagnetization of the center-post. While (B)(6) is in scope of fa1243, visual inspection at high magnification of the cap weld, impeller inner diameter, and center post did not reveal any indication of an issue that may have caused or contributed to a premature demagnetization of the center-post. As a r esult, the reported pump demagnetization issue event was not confirmed. Possible cause of the vad disconnect alarm can be attributed to a loss of synchronization of commutation leading to a false vad disconnect alarm, and/or a physical disconnections of the driveline from the controller. CAPA pr00550440 is investigating controller losses of synchronization of commutation. Based on the available information, the most likely root cause of the high power and fluctuating speed event can be attributed to external factors such as thrombus formation/ingestion. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the available information, the device may have caused or contributed to the reported event. Information received from the site indicated that the patient reported self-resolving high priority alarms that coincided with palpitations and frequently changing speeds over the previous week. It was also noted that the pump did not sound abnormal, and the patient's hemolysis labs were all within normal range. Per the instructions for use, cardiac arrhythmia is a known potential complication associated with the implantation of a vad. There is no evidence that the patient had a history of cardiac arrhythmia. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-sep-2021 / serial or lot#: (B)(6), UDI #: (B)(4), d9: no h3:yes h4: mfg date: 17-sep-2020 h5: no h6: patient ime code(s): e0601 h6: imf code(s): f1203, f08, f1905, f22 h6: img code(s): g0200701 h6: FDA device code(s): a0708 h6: FDA method code(s): b17, b15 h6: FDA results code(s): c02 h6: FDA conclusion code(s): d15, d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.